Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted and is not available for evaluation. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. The cause of the complaint could not be determined. There is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted, give date: not applicable as the lens remains implanted to date. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptics of an intraocular lens, model zcb00, was stuck (like holding hands and was glued). No patient harm and no patient involvement injury was reported. The lens was implanted. No additional information was provided.